Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. It cannot be determined whether the event was related to device performance, or patient condition.

Event description:
Boston scientific crm received information that the patient experienced diaphragmatic stimulation shortly after implant. The lead was surgically abandoned and left in the patient for future use, and the ventricular port of the device was turned off. To date, there have been no adverse patient effects reported.